Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). A detailed analysis of the data logs and the patient folder has been performed and confirmed that the two electrodes were implanted deeper than the initially planned trajectories. It also revealed that the pre-operative CT-scan was incorrectly merged with the MRI, and the post-operative CT-scan was also incorrectly merged with the pre-operative CT-scan. The user performed some manual adjustments but a mismatch was still present. The observed difference in depth could be due to different causes, such as the incorrect fusion of the pre-operative CT-scan with the MRI, the implantation technique or the measurement of the length of the electrode to be implanted. None of these hypotheses could be confirmed. It is not possible to confirm that the merge issue is the root cause of the inaccuracy in depth. The user manual provides adequate information regarding the registration verification process. In the subject case, the user verified only two points although it is recommended to verify seven points on the skin of the patient¿s head.

Event description:
It was reported that a merging error and the subsequent attempt to correct this error upon merging pre-operative CT scan to MRI scan caused inaccuracy of depth electrodes. Both electrodes placed for dbs surgery are equally off target which has been attributed to merge error. Patient was not injured due to this inaccuracy and no revision is needed at this time. Surgeon notified the clinical representative one week later of this incident.